Event description:
The customer contact reported the device did not deliver as dose when the pt pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "not working, does not function/broken." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the hospira field service engineer on (B)(4) 2010. The pt pendant was received for further testing. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).